Manufacturer narrative:
The customer returned 4 samples for investigation. The customer¿s positive hbsag ii result was reproduced for all samples. Due to remaining sample volume only one sample tube was available for further investigation. On further investigation it was confirmed that the sample was positive for hbsag, and there is no indication of a malfunction of the hbsag ii assay or confirmatory test.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received an erroneous result for one patient sample tested with the elecsys hbsag confirmatory test on a cobas 8000 e 801 module. The erroneous value was not reported outside of the laboratory. The sample was initially tested twice with the elecsys hbsag ii immunoassay, resulting with values of (B)(6) on (B)(6) 2019. The sample was tested twice on (B)(6) 2019 with the elecsys hbsag confirmatory test, resulting with values of (B)(6). A serum bank tube collected from the patient at the same time was also tested with the elecsys hbsag ii immunoassay, resulting with a value of (B)(6) on (B)(6) 2019. No adverse events were alleged to have occurred with the patient. The e 801 analyzer serial number is (B)(4).